Event description:
The tip of a 4f tempo catheter separated during the procedure. The tip was retrieved with a snare.

Manufacturer narrative:
During an invasive procedure described as "diagnosis in afs in crossover technique". The tip of a 4fr tempo diagnostic catheter separated. The separated segment was successfully snared and no patient injury occurred. Multiple attempts to obtain additional information were unsuccessful. One non-sterile 4fr tempo diagnostic catheter was received for analysis. A portion of the catheter's distal tip was missing. The tip separation occurred approximately 9mm distally from the fuse line. The catheter edges at the rupture point appeared frayed and elongated. It appears that a tensile force was applied before the catheter broke. The outer and inner dimensions of catheter body were measured and found within dimensional requirements. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tip separation was confirmed, although it does not appear to be related to the manufacturing process. Although the exact cause of the anomaly could not be conclusively determined, the characteristics of the separation site suggest procedural factors may have contributed.